Event description:
As reported via legal, approximately 2 years post op the initial right tka implant, this male patient was revised due to premature polyethylene wear of the tibial insert. Following the revision surgery, the patient "experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life." No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
Section h10: (d4) catalog number: 02-012-47-4009, serial number: (B)(6). Expiration date: 03-jul-2025, unique identifier (UDI) #:(B)(4). (D10) concomitant device(s): 4777508 02-010-03-0340 - logic cr femoral cem, right, sz 4 4874892 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4972565 200-02-38 - three peg patella 38mm (g4) PMA/510(k)number: k111400. (H3) the revision reported was likely the result of prosthesis wear as stated in the legal documentation. However, the root cause of the prosthesis cannot be determined as the device was not available for evaluation and images, pre-revision radiographs, and operative notes were not provided. These devices are used for treatment not diagnosis. (H4) device manufacture date: 05-jul-2017. H7 & h9 section h11: the following sections have corrected information: (d1) brand name: logic cr tib insert std, sz 4, 9mm (h6) component code: 734, bearings.